Event description:
The tubing is cracking at the female end where it connects to the power injector syringe. There was spray of contrast. No patient harm or injury was reported. The customer stated this has occurred several times and reported four defective devices. The customer has not provided specific information or clinical details for the additional events. The customer is not expected to return any devices. Therefore, this single form FDA 3500a report will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: the customer is not returning any devices for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Unable to confirm customer complaint. Unable to determine a root cause for the reported failure without the actual device. No conclusion can be made. Method: no devices were returned. Results: unable to determine a root cause. Conclusion: no evaluation will be performed. No conclusion can be drawn.